Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4) failed to size the patient and displayed a "pull up lifeband, check patient alignment, and press restart" message. The platform was powered off multiple times, however, the same message was displayed on the lcd screen. The platform showed no error messages. The crew immediately performed manual CPR for the rest of the call. No consequences or impact to the patient. After the call, the platform was tested with a manikin and the error could not be duplicated.

Manufacturer narrative:
The customer reported a complaint of the autopulse platform (sn (B)(6) failed to size the patient and displayed a "pull up lifeband, check patient alignment, and press restart" message was confirmed during the archive data review and the functional testing. The cause for the reported complaint, based on the archive data review, was due to user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message, as a result of a failed load cell module. The cracked front enclosure and load cell module failure was likely attributed to mishandling, such as a drop. Upon visual inspection, unrelated to the reported complaint, noticed a cracked front enclosure in the front-end area. The probable root cause for the observed physical damage could be due to user mishandling such as a drop. The front enclosure was replaced to address the observed physical damage. The autopulse platform passed the initial functional testing without any fault or error. During further testing, the load cell characterization test reviled that load cell module 2 exceeded normal parameters. The failed load cell module 2 was replaced to remedy the (ua) 07 error. A review of the archive data showed multiple (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with the good known test battery without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).